Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3030 cable was intermittently working. A replacement cable was used to complete the procedure. The hospital did not report any pt complications. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the cable. A pre-cautery test was performed on the returned device using a reference hemopro and power supply. The hemopro device activated and shut off when the toggle switch was engaged and released. Based upon the functional test, the complaint for "continuity intermittent" was not confirmed. (B)(4).